Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed pump supplies and resumed insulin therapy. A systems check with tandem technical support verified the pump was functioning as intended, however, a replacement pump was sent to the customer. Tandem technical support proceeded with replacing the pump as clinical troubleshooting has been exhausted.